Event description:
During a breast localization, the hookwire portion of the needle assembly opened up prematurely and became lodged in the patient's brast tissue. A second localization was necessary.